Event description:
The reported description notes that the user felt that the high priority latch alarms are silencing themselves. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the user felt that the high priority latch alarms are silencing themselves. No pt harm was reported. The user is unable to state an exact date/time of the event, although stated that it occurred within the past three weeks. The user denies that the reported condition has occurred since this time. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.